Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed the infusion set and cartridge to resolve the issue. Customer's blood glucose (bg) was recorded as high and customer delivered a bolus via the pump to address elevated bg.